Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is attributed to component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited damaged adhesive at the light guide lens and the charge coupled device objective lens. There was no patient involvement.